Event description:
Covidien received info stating that during maintenance of the e360 ventilator, the graphic user interface (gui) monitor went blank, and there was a "no communication" alarm generated. A cable of "vuelink" was connected to the unit when the incident occurred. There was no pt involvement.

Manufacturer narrative:
The covidien customer technical support (cts) troubleshot the issue with the customer. However, the repair is pending. Covidien reference # (B)(4).